Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause was due to the downstream occlusion(dso) seal detached. Additionally, the dso sensor was found damaged. Both the dso seal and sensor were replaced.

Event description:
It was reported that the device had downstream occlusion seal detached, the event occurred during testing and there was no patient involvement.